Manufacturer narrative:
(B)(4). Investigation: this disposable set was unavailable for return and investigation; however, the presence of kinks is a known defect. A tubing kink is unlikely to affect the kit performance as long as the interior diameter of the tubing is larger than the interior diameter of the needle. Device history details: during the device history review, no process failures were found on this lot of product. Root cause: the common causes of tubing kinks, indentations and compressions are typically related to slight variations during tray packing. Only the most severely occluded kinks in the tubing should be cause for rejection to prevent usage of these disposables in procedures. Corrective/preventive action: caridianbct reviews production techniques as an ongoing effort to minimize the kinks in tubing.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The operator found a kink and twist of the tube in the centrifuge collar and upper collar when loading the disposable set. Customer declined to provide patient identifier information.